Manufacturer narrative:
The device has not been received to date. Olympus technical assistance center (tac) called the customer in regards a service case. The customer reported the tjf-q190v scope is only used with the travel cart at the facility. The customer was unable to properly connect the scope to the clv-190 prior to the procedure at which point the o-ring was discovered. The o-ring was removed from the scope, and it was then connected to the clv-190. It was an o-ring from one of the accessories the customer used and discarded the accessory. Tac confirmed with the customer that there were no image issues during the case. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, the o-ring was damaged and unable to connect to the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.